Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had a few reports where nursing is reporting their secondary infusion is ¿backing up¿ into their primary infusion bag r their secondary infusion bag is infusing faster than programmed. What is reported from nursing is the primary and secondary infusions are being physically set up correctly with appropriate heights and tubing. What customer seeing on the pump data is both infusions are being set up as primary infusions therefore customer speculating is the mismatch of pump programing setup vs physical set up is creating these infusion abnormalities but wanted to make sure that was accurate. In one of these situations nursing was speculating that the back check valve was faulty, but customer wondering if they are setting up tubing one way and the pump another, are they creating these issues? There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had a few reports where nursing is reporting their secondary infusion is ¿backing up¿ into their primary infusion bag r their secondary infusion bag is infusing faster than programmed. What is reported from nursing is the primary and secondary infusions are being physically set up correctly with appropriate heights and tubing. What customer seeing on the pump data is both infusions are being set up as primary infusions therefore customer speculating is the mismatch of pump programing setup vs physical set up is creating these infusion abnormalities but wanted to make sure that was accurate. In one of these situations nursing was speculating that the back check valve was faulty, but customer wondering if they are setting up tubing one way and the pump another, are they creating these issues? There was patient involvement, however outcome is unknown.